Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed due to tissue injury noted during device use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The patient presented with an enlarged atrium and rotated heart. Clip delivery system (cds (B)(4)) advanced to the mitral valve and leaflet grasping was performed with difficulty. A posterior medial leaflet (pml) tear occurred, possibly due to grasping. The mitraclip was implanted; however, the mr remained grade 4. Another clip was not implanted as the mean mitral valve gradient pressure was 4mmhg. There was no treatment provided for the leaflet tear. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. It should be noted that the reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported failure to adhere or bond appears to be related to patient morphology/pathology (enlarged atrium and rotated heart). However, the reported tissue damage appears to be due to user technique/procedural circumstances as it was noted that the posterior medial leaflet (pml) tear was likely due to grasping. The unchanged mitral regurgitation (mr) appears to be due to the reported failure to adhere/bond as tissue damage occurred and mr remain unchanged. There is no indication of a product quality issue with respect to manufacture, design or labeling.